Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed of 1l ns during therapy. The volume to be infused was1000ml at a rate of 999ml/hr. It was reported that the infusion took an extra 30 minutes to complete. The pump displayed 1448 ml given at the end of the infusion, implying that the infusion did not finish in the desired amount of time (underinfused). It was also reported there was no patient injury.